Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device displays malfunction software error when entering biomed mode. This did not indicate a reportable malfunction. However, during verification testing at the service center, the device was powered on an displayed a whitescreen error, with an audible alarm tone from the secondary speaker.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.